Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window. Analysis was unable to perform basic occlusion test or occlusion test due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was dropped and the reservoir area broke. The customer stated that they had low blood glucose of 55 mg/dl and treated with glucose tablets. The customer's blood glucose was 70 mg/dl at the time of incident. The customer's most recent blood glucose was 365 mg/dl at the time of call. The customer stated that they gave correction with bolus for the high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.